Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular (rv) lead was not capturing due to lead fracture. The rv lead was capped and was replaced on (B)(6) 2021. Patient was stable.